Event description:
It was reported high impedance and no capture were detected at follow up. Pt reports experiencing syncope 2 days prior to the followup. The lead was removed from service. No further pt complications have been reported.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.